Event description:
A facility reported a bactiseal evd catheter (ID: 821745) had a hole at the tip end of the evd, and there was csf leakage coming from the catheter connection. The damaged part was cut off and reconnected the tubing in sterile manner. Evd remained in situ with no further leak. No procedural delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
The bactiseal evd catheter (B)(4) was returned for evaluation. Device history record (DHR) - the product code 82-1745 with lot 6162832, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected, a cut in the catheter was noted. The leak was from to the hole; the leak was confirmed. The root cause for the issue reported by the customer is due to a sharp or pointed object coming into contact with the catheter or atypical handling.